Event description:
A customer reported that the s/5 light monitor began to smoke. The power board and loud speaker wire were repaired, indicating that the monitor may have lost visual and audible monitoring. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.